Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility contacted baxter canadian technical services to report an interlink continu-flo solution set that, after the normal saline bag was attached to the primary set, "immediately started to leak just below the drip chamber. The facility replaced the tubing immediately. The malfunction was observed to have occurred during priming. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection revealed that the tubing bond junction to the outlet port of the drip chamber appeared to be crimped. The sample was then spiked into an in-house 1000ml solution bag and re-primed. This confirmed a leak from the tubing and outlet port junction of the drip chamber. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.